Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/9/2024. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. Additional information was requested, the following was obtained: when did the needles detach/pull off from the suture (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify=>unk please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) =>ryohei mori please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections.=>the device has been received at sukagawa and will be shipped. Please check rmao. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received two detached needles and a suture piece that pertains to the product code hs6857h. This product code is double-armed. Upon visual inspection of the detached needles, the swage and attachment area were noted as expected. The barrel hole of the needles was examined under magnification, and no suture remnant was observed. In addition, the suture piece was visually inspected, and the end was noted to be cut probably caused by a surgical instrument. In addition, the other extreme was found split. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Due to condition of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the needles detach/pull off from the suture (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep).

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was easily detached from the needle. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested.